Event description:
It was reported when an asymptomatic patient presented in operating room for a normal device change out, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted, and no adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.